Manufacturer narrative:
Patient code and device codes: are labeled. Final device analysis results revealed broken welds at the bond wire pads; both b- battery bond wires; the number zero and number two feedthrough bond wires, and both number one feedthrough bond wires were lifted from their respective hybrid bond pads. The epoxy bond was broken between the hybrid circuit and both battery terminals internal to the device. Analysis results confirm the reason for device return.

Event description:
It was reported that the battery had depleted quickly; the ipg was explanted and replaced. The patient has recovered without sequela.